Manufacturer narrative:
When nakanishi contacted the dentist on (B)(6) 2018, the dentist refused to provide information about the patient's weight.

Event description:
On (B)(6) 2018, nakanishi received a phone call from a dealer about an nsk handpiece overheating. Upon receipt of the information ((B)(6) 2018), nakanishi made a phone call to the dentist and obtained information about the event as follows. The event occurred on (B)(6) 2018. The dentist was extirpating dental pulp from the patient upper right tooth, #6 using ti95l (serial no. (B)(4)). During the procedure, the dentist found a white blister extending from the patient's lip to the corner of the mouth. The patient was under local anesthesia. The dentist disinfected the burned area and determined no medical intervention was necessary. According to the dentist, there were no abnormalities observed in the device prior to use.

Manufacturer narrative:
Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included measuring the operating temperature of the device (B)(4). These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject ti95l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. The repair history showed 1 service record ((B)(6) 2012) but the record of service is not maintained. Nakanishi conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic response. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed rises in temperature at the testing points as follows; however, the temperatures were not high enough to cause a burn injury. Test point (1): 31.7 degrees c, test point (2): 35.1 degrees c, test point (3): 29.2 degrees c, test point (4): 27.9 degrees c. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: a) nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed the following phenomena: there was debris on the inside parts. A part of the rotation transmission gear was abraded and broken. Nakanishi took photographs of all of the disassembled parts and kept them in the investigation report #(B)(4). Conclusions reached based on the investigation and analysis results: nakanishi could not identify the exact cause of overheating of the returned device because nakanishi was not able to replicate the temperature rise at the time of the event. The only abnormality nakanishi observed during the evaluation was debris on and abrasion/breakage of the internal parts in the visual inspection. Nakanishi did not identify the cause, but based on the results of the visual inspection, as well as many years of experience, nakanishi considers it is possible that the cause of the handpiece overheating was abnormal resistance during rotation caused by ingress of foreign materials into the bearing. A lack of maintenance causes the debris to accumulate in the inside parts, which contributes to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of maintenance, as instructed in the operation manual.